Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit fse (field service engineer) verified the z offset setting. The system meets alcon specification per sir (service installation record). Event not replicated or confirmed. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stabile during the whole day. The log file shows twenty-eight successfully performed treatments. The reported treatment could not be identified in the log file. The thickness of the flap was thinner than the recommended flap thickness. The user operated all treatments within the recommended energy settings. No technical root cause could be identified. The root cause could not be determined conclusively, however no technical root cause identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a very irregular, thin flap with strange cobbling inferiorly. The surgeon decided not to lift the flap or proceed to the second eye. Additional information has been requested. There are two related reports for this event. This report addresses the patient initials (B)(6), and another manufacturer report will be filed for the other patient.